Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. This device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient had their device pocket incision open for two weeks prior to contacting their implanting physician. The physician elected to explant the entire system due to infection with sepsis. No additional adverse effects were reported.

Event description:
It was reported that this patient had their device pocket incision open for two weeks prior to contacting their implanting physician. The physician elected to explant the entire system due to infection with sepsis. No additional adverse effects were reported.